Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
Customer called back to perform a high pressure test. Customer previously reported with issues on the insulin pump. Troubleshooting for absence of "no delivery" alarm was performed. Customer's blood glucose was 11.2mmol/l. History showed last no delivery alarm was (B)(6), 2014. High pressure test was performed and the insulin pump did alarm, passed. Customer was explained back pressure was needed to produce the alarm. Customer was advised to monitor the device. No further information reported.